Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient was hospitalized due to hypoglycemia on (B)(6) 2024 and was treated with IV drip. The blood glucose level was 40 mg/dl at the time of event.the length of hospitalization was less than 24 hours. No further information was available.